Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on (B)(6) 2021. The retainer ring was broken. The customer was using minimed 630g and 670g series insulin pump. The product will not be returned for analysis.